Event description:
It was reported that during advancement of the trek balloon dilatation catheter to treat a bifurcation located in the left anterior descending and distal diagonal described as tortuous and calcified, the proximal shaft kinked then separated approximately 8 inches distal to the hub, outside the patient, just proximal to the rotating hemostatic valve (rhv). Resistance was felt with another balloon dilatation catheter already placed in the patient anatomy as well as with the tortuous and calcified vessel. The separated portions of the shaft were outside of the body and proximal to the rhv; therefore the device was easily removed from the patient anatomy. A 2.0x15 trek nc balloon was used followed by a 2.5x15 nc trek balloon dilatation catheter to complete the procedure. There were no adverse patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.